Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient recovered/resolved on (B)(6) 2022.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the patient recovered/resolved on (B)(6) 2022.

Event description:
Medtronic received a report that the patient experienced worsening headaches post procedure. The event did not result in hospitalization or any treatment. There were no diagnostic procedures or test performed. The event was not associated with a seizure, decline in mrs, and did not result from a device deficiency. The patient's medical history included sdh in the frontal, occipital, parietal and temporal locations. Hematoma thickness was 29mm and midline shift was 13mm. The site assessed the event as possibly related to the procedure and the event was non-serious. The outcome status was unknown. Additional information was received that the outcome of the headaches were unknown. There were no reported symptoms with the headaches. The headaches were reported not to have resulted in treatment. The site did not assess a causal relationship. Additional information received reported cec adjudicated this event on 22-may-2022. Event is still possible to embolization, but adjudicated as causal to the surgical evacuation and disease under study. Additional information was received that the same patient experienced a seizure and cognitive impairment. Overnight the patient had 1 episode of seizures and was loaded with 4.5g of keppra and 2 mg of lorazepam placed on continuous eeg. No further seizures were observed. The event did not result in hospitalization or any treatment. Diagnostic tests were performed. The event was associated with a seizure. There was no decline in mrs and the event didn't result from a device deficiency. The outcome of the seizure was recovered/resolve, the outcome of the cognitive impairment was unknown. The site assessed the events as not related to the device or procedure. The clinical events committee (cec) determined the seizure event as possibly related to the mma embolization procedure and upgraded to a serious adverse event. The cec determined the cognitive impairment event to possibly related to the mma embolization procedure and causal to the disease under study.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.